Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start-up test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed, and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that there was a speaker malfunction, and the device produced no sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.